Manufacturer narrative:
H3, h6: the reported 2.8 twinfix ti ultrabraid assembly, used in treatment, has been returned for evaluation. Evaluation of the device confirmed the reported complaint. The threaded portion of the anchor has broken from the eyelet and was not returned for examination. The eyelet portion of the anchor remains within the inserter shaft and is no longer aligned with the inserter hex. Removal of the eyelet showed its hex is deformed. The condition of the device indicates it was subjected to excessive force during insertion. As reported the insertion site was prepared using a needle which is not the recommended method per the instructions for use. The instruction for use recommends predrilling to reduce torsional overload. The instructions for use also outlines additional precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. This complaint was re-opened, however, there was no additional relevant clinical information provided to update the medical investigation. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed.

Manufacturer narrative:
H3, h6: the reported 2.8 twinfix ti ultrabraid assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the anchor during insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other accordance of this failure were found. This complaint is considered an isolated occurrence and no further investigation is required at this time.

Manufacturer narrative:
The reported 2.8 twinfix ti ultrabraid assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the anchor during insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tissue fixation surgery the twinfix broke when it was screwed in, the subject was left in the patient. There was not an available back up device. There was a delay greater than 30 minutes. No serious injury were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.